Manufacturer narrative:
MFR completed the entire form. Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia. Reportedly the pt had been sick for 4 days. On the same day, his blood glucose was 300 to 400 all day. He was hospitalized and treated for hyperglycemia, and was treated with IV fluids and insulin. Upon examination by the pts diabetes educator it was discovered that the pts set and insulin cartridge were yellowed and had not been changed in some time. It was reported that this pt is not very complainant with his disease management. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.